Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. It is likely that the reported damage was induced by thermo-mechanical fatigue. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU carries a warning. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: the instructions for use state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
Olympus (oekg) was informed that the customer resection sheath was returned to the olympus repair center for a reported ¿bakelit broken, lot 20103¿. During repair inspection the ceramic insulation at the distal tip of the sheath was found broken and missing. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken off ceramic insulation.

Manufacturer narrative:
The referenced sheath was returned to the olympus service center. The service inspection confirmed the customer reported issue, the ceramic insulation at the distal tip of the sheath was found broken and missing. Other inspection findings are the rigid outer shaft is dented. The cause of the reported issue is unknown, however, the investigation is ongoing. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.